Manufacturer narrative:
Per additional information received on december 2, 2022, and per clinician's review of the information received, coding has been updated under section h. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical/secondary review of this file performed on june 23, 2021, it was decided to remove "serious injury" code and add "surgical intervention" to more accurately capture the reported event. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the (B)(4) clinical trial, participant 326-105. It was reported that a caucasian female patient underwent breast reconstruction surgery with 150cc mentor memorygel breast implant on (B)(6) 2020, and experienced deformity on her left side postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.